Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included multiple caesarean sections. Concomitant products included clonazepam, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problem"), nausea ("nausea") and migraine ("migraines headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, vaginal discharge, fatigue, tooth disorder, nausea, migraine, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: essure not removed . No surgery for removal no removal planned, reason : other. Discrepancy noted in essure insertion date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's medical history included c-section. Concomitant products included clonazepam, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problem"), nausea ("nausea") and migraine ("migraines headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, vaginal discharge, fatigue, tooth disorder, nausea, migraine, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: essure not removed . No surgery for removal no removal planned, reason : other. Discrepancy noted in essure insertion date: (B)(6) 2013. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received. Lot number, reporters information, concomitant drugs and medical history, essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problem"), nausea ("nausea") and migraine ("migraines headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, vaginal discharge, fatigue, tooth disorder, nausea, migraine, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: essure not removed . No surgery for removal no removal planned, reason : other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Patient demographics were added. Event ¿injury¿ replaced by specific events: migration, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), psych injury, vaginal discharge, fatigue, dental probs., nausea, migraines headaches, hormonal changes, weight gain. Patient did not undergo essure confirmation test. Essure was not removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.